Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 mobile application would turn off in the middle of the night unexpectedly. No additional patient or event information is available.